Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported by the patient that four infusions fell off due to which hyperglycemia occurs within few hours of use. High blood glucose level was displayed high and was treated by correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. No further information was available.